Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine in clinic follow up, difficulty was encountered establishing telemetry with this pacemaker, however, an interrogation was eventually able to be performed. During review of the programmer interrogation, the pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise with atrial pacing. Subsequently, a device replacement procedure was performed due to reported normal battery depletion. No noise was observed on either lead at the time of device replacement, so the physician opted to explant and replace the device only and leave the leads implanted. A device header issue was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted holes in the rv- and ra- seal plugs. Inspection of the device case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.